Event description:
It was reported that the customer's blood glucose (bg) value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, an ambulance was called, however the customer could not recall what type of assistance was provided. The customer could recall consuming coffee with sugar to address the decreased bg. Tandem technical support recommended consulting a healthcare professional to discuss factors affecting blood glucose levels.